Event description:
The customer contacted physio-control to report that their device unexpectedly reset itself multiple times during a patient event, there were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided physio-control with some of the patient information. Fields a1, a2, a3, a4, and b7 have been updated.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No additional information has been received from the customer. Physio-control evaluated the customer's device and reviewed device's electronic records from the event for review and was able to verify the reported issue. Physio determined that the cause of the reported issue was due to the device's power pcb assembly. A replacement part is no longer available, therefore the device was unable to be repaired. The device was returned to the customer unrepaired and the customer was advised to remove the device from service.

Event description:
The customer contacted physio-control to report that their device unexpectedly reset itself multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.